Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - please provide the lot number: tkmqkl. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 device not returned. Related events captured via: 2210968-2024-02598; 2210968-2024-02599; 2210968-2024-02600.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. All four sutures broke while suturing the facia. A fifth suture was used to complete the procedure. There were no adverse consequences for the patient. No devices available for return. Additional information was requested.